Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited a diagnostic anomaly which resulted in a false positive episode. No further information was received.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited a sensing issue which resulted in a false positive episode. No further information was received.